Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was not opening and failed to recover. A field service engineer (fse) found other obstacles obstructing drawer from opening all the way. Drawer was checked for debris and manual released from rear. Customer verified inventory count testing the drawer while verifying position sensor and drawer was working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.